Manufacturer narrative:
The customer's report of an over infusion was not confirmed. This supplemental MDR represents the motor stall failure. The over-infusion is represented in manufacture report number 2016493-2019-01549. The l2 conductor of the motor control board was found to have one broken soldered post. The reported experience of motor stall error was confirmed in the device logs and reproduced during testing. Review of the device error log showed the suspect device was attached to pcu (sn (B)(4)) and motor stall error (242.4030) was recorded three (3) times on (B)(6) 2019 and once on (B)(6) 2019. However, there was no record of the device being in use during the time of the alarms. Review of the device event log showed the most recent infusion was on (B)(6) 2018 at a rate of 50 ml/hr. The suspect device recorded fourteen (14) motor stall errors (242.4030) from the last recorded infusion until the return of the device to bd. Inspection of the suspect device showed one post of the l2 conductor on the motor control board broken resulting in the recorded motor stall error (242.4030) after replacing the broken motor control board with a known good board, testing performed on the pump module found the device operating within specification. The proximate root cause of the complaint of motor stall error was found to be the result of the l2 conductor having a broken post. The exact root cause of the broken solder post on the l2 inductor was not definitively determined.

Event description:
It was reported that there was an over-infusion of lipids despite verification of the programming. While troubleshooting, a motor-stall error (242.4030) was noted in the error logs and was recreated by the biomed. Although requested there was no information regarding patient impact.